Event description:
It was reported, the patient underwent a lead revision. It was noted, the patient ¿recovered fully¿ following the procedure. Additional information stated, the patient had experienced a ¿change in stimulation.¿ it was reported that upon x-ray assessment, the ¿1x quad plus lead was shown to be moved from the original position.¿ it was stated, the lead was replaced for this reason. It was noted that following the replacement procedure, the ¿patient was doing well¿ and all leads were ¿intact and functioning.¿ additional information noted one of the two original leads was explanted and replaced, however, it was unknown which lead at the time of follow-up. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3888-56, lot# va01ft4; product type lead product ID 3888-56, lot# va01ft4; product type lead (B)(4).